Event description:
The hospital reported that during the cautery process of an endoscopic vein harvesting procedure, the hemopro device would not shut off and it began glowing after the actuation was released. The extension cable was replaced first, and the same problem occurred. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).